Manufacturer narrative:
A ge service representative performed an over the phone investigation. The bios settings were identified as the cause of the event and determined to require a reload. The reported problem was resolved by the customer. The system was tested confirmed to be working by the field service engineer.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.